Manufacturer narrative:
Per internal review on (B)(6) 2024, it was identified that there mistakenly omitted details from the initial report. The medical team did not see any flames or melting of parts. They theorized that excessive heating contributed to the incident; however, the exact source of the burning smell was not identified. There was no visible smoke either. And there was no inhibition of function from the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jul-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the physician and health care professional smelled "burning" during ablation. This was noted when the medical team was about 75% finished with the first "waka" and the handle "was extra warm". The team confirmed that there was no char. The team checked the indifferent electrodes and hair, and there was no presence of anything burning. The catheter was replaced per physician's request because of the burning smell. The burning smell did dissipate after the ablation catheter was exchanged. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 20-aug-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the physician and health care professional smelled "burning" during ablation. This was noted when the medical team was about 75% finished with the first "waka" and the handle "was extra warm". The team confirmed that there was no char. The team checked the indifferent electrodes and hair, and there was no presence of anything burning. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, irrigation and temperature measurement test of the returned device were performed following bwi procedures. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and generator and ablation cycles were performed, during the test, no burning smell was detected. An irrigation test was performed, but no water leakage was observed. The device was dissected and the electrical components were reviewed and no issues were found that could contribute to the burning smell. In addition, the catheter was warm before the test and no issues were observed. A manufacturing record evaluation was performed for the finished device 31229196l number, and no internal actions related to the reported complaint condition were identified. The temperature issue reported by the customer could not be confirmed during the product analysis. The catheter instructions for use (IFU) contain the following recommendations: prior to use, the catheter must be warmed up as specified in the ¿directions for use¿ section of this document as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).